Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy, the device was allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no reported patient contact.

Event description:
It was reported that prior to a biopsy, the device was allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no reported patient contact.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The bent bumper likely contributed to the incomplete cannula tang engagement which likely contributed to the priming issues/self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).